Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and was confirmed as dislodged on fluoroscopy. A repositioning attempt was made, but at the end of the case after the pocket had been closed, the lead again dislodged. It was suspected that the lead may have had an issue with screwing into and staying engaged with the tissue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix bent. If information is provided in the future, a supplemental report will be issued.